Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast reconstruction with an unspecified mentor gel breast implant and suffered from baker grade IV capsular contracture on her right side. The issue was diagnosed on (B)(6) 2018 when the patient went in for an examination. As a result, the patient had the device explanted and replaced with an unspecified mentor gel device on (B)(6) 2018.